Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 451 mg/dl with large ketones and it was addressed with a manual injection. A system check with tandem¿s technical support confirmed that the pump, cartridge, and tubing functioned as expected. The contact declined to change the site. Reportedly, the cartridge is used with humalog insulin and changed every 3 days. At the time of report, the customer's bg level was 130 mg/dl.